Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customers current blood glucose levels were unknown. The customer did not list any symptoms or treatment methods. Customer did not seek medical treatment and it is unknown what caused the high blood glucose levels. Troubleshooting was not completed. A replacement sensor is being sent to the customer when they are in stock. The sensor was not returned for analysis.